Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient had stopped receiving stimulation about 2 weeks ago. The patient had not had any falls or car accidents, but did recall a ¿pop¿ and the ability to ¿feel¿ the lead physically in her back, and hadn¿t been able to turn on the stimulation since. After an impedance test, electrodes 8-15 were found to have had high, out of range impedances of values greater than 10,000 ohms. All of the patient¿s programming had been on the lead that had the out of range impedances. X-rays were taken and review of the x-rays showed that nothing of the system had looked abnormal. The lead that was still working was reprogrammed and the patient was able to get some stimulation to the areas of pain. The patient was going to try the reprogrammed stimulation out for a few days to see if it was sufficient. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.